Event description:
It was reported that during set up for a procedure the bur broke off in the shaft . It was further reported that the procedure was completed successfully and there was no patient impact or surgical delay as a result of this event.

Manufacturer narrative:
The quality investigation is complete. Device not returned.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.

Manufacturer narrative:
Update to part number from unknown to 8420010030. The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during set up for a procedure the bur broke off in the shaft . It was further reported that the procedure was completed successfully and there was no patient impact or surgical delay as a result of this event.

Event description:
It was reported that during set up for a procedure the bur broke off in the shaft . It was further reported that the procedure was completed successfully and there was no patient impact or surgical delay as a result of this event.